Manufacturer narrative:
See section h6 evaluation codes (type of investigation): updated to 4118 - not yet determined as the investigation is currently underway. Section d1 / d2 (brand name): originally reported as 500ml pump set and should be 1000ml pump set. Section d4 (model number and catalog number): originally reported as 762055 and should be 763656, (unique identifier (UDI) #): originally reported as (B)(4) and should be (B)(4).

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the joey feed pump was ringing off occlusion. The tube was checked for potency and then the feedline line was re-started. Once re-started, the feed line snapped and sprayed formula into nurse¿s face. The pump and the bag were changed with no other issues. There was no harm reported.

Manufacturer narrative:
Since a lot number was not provided, the device history record could not be performed. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. One used sample was received for the evaluation. Upon visual inspection, re-attached silicone was observed. Functional inspection could not be performed due to the valve being stuck with food. Therefore, the returned sample is inadequate to be evaluated for occlusion. Based on the investigation, no root cause could be found related to manufacturing/production process. However, the probable root cause of detachment could be related to incorrect use of the product. At this time, a corrective and preventive action is not deemed necessary. This complaint will be used for tracking and trending purposes.